Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed mild indentations at the distal end of the retractable shaft and numerous mild kinks in the distal retractable shaft portion. The device shaft is further strongly kinked about 102 mm proximal to the distal end of stabilizer shaft. Outside of the deformed zones, the diameter of the retractable shaft complies with the specification. After flushing, a 0.018 inch reference guidewire could be fully introduced, however, with strong resistance when passing the kink in the device shaft. The guidewire and the introducer sheath used in the intervention were not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection, and the outer shaft diameter is measured to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The kink in the device shaft may have contributed to the reported event. However, it cannot be reconstructed if the kink was induced or already present during lesion crossing or later, e.g. During repackaging for the return shipment.

Event description:
The pulsar-18 t3 stent system could not pass the lesion in the sfa.